Manufacturer narrative:
Additional information provided in section b5.

Event description:
Additional information was received that during the surgery they ended up taking out a small portion of the broken rod, cutting a longer piece and using multiple connectors to reattach to the rod. It was not removed per the doctor's discretion.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure is scheduled for (B)(6) 2020. As per the reporter the rod is broken. X-ray images confirmed the alleged event. No patient injury was reported.